Event description:
It was reported that during a da vinci-assisted hartmann's surgical procedure, after repeated attempts to close the sureform 60 stapler, the operator chose to switch to a sureform 45 stapler after the stapler alarmed about the tissue being too thick several times. No attempt to fire was made, but there were still a few stacks seen in daylight on the sureform 60 stapler. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that they were only provided the information that no attempt to fire was made, but there were still a few stacks seen in daylight on the sureform 60 stapler. The customer confirmed that the event occurred during a hartmann's procedure. The customer reported that the full lot number of the stapler instrument associated with the reported event was included in the report. The customer confirmed that the instrument and accessory was inspected prior to use and if there was any damage or anything out of the ordinary detected, the instrument would not be used. The customer reported that the report did not mention the color of the reload used in the reported event, but the surgeon selected the reload based on the thickness and type of tissue that needed to be stapled. The specific stapler fire involved in the reported event was unknown and the stapler instrument did not work at all. The target tissue was unknown as the customer was not present in the operating room. The customer reported that no failed or partial fire was made, and it did not result in any specific outcomes mentioned in the report. It was unknown what the staples that came out from the reload looked like, but the staples were not attached to any tissue. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws and did not fire over an existing staple line. Buttress material was not used. There was no bleeding observed on the staple line due to the stapler issue since no staple line was made in the tissue and there was no unplanned tissue removal due to the stapler firing failure. There was no staple line, so no intervention was taken to approximate the tissue. There was no patient injury as a result of the instrument issue.

Manufacturer narrative:
The sureform 60 stapler has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed but did not replicate the customer reported complaint. The instrument was found to have repeated clamping failures within a single install based on log review. The clamping failure log review showed that the issue occurred during a hartmann's procedure with repeating clamping failures that occurred with a black reload installed. There was a total of 3 instrument installs and there was 1 install with repeated clamping failures. The clamp history of the instrument was 1 of 28 in the procedure. The incomplete clamp completion percentage was 47% to 81%. The instrument was functionally tested on an in-house system and achieved adequate compression on a test foam with a black reload installed. After conducting both external and internal visual inspections, it was confirmed that no damage was observed on the instrument. The root cause was not determinable or applicable. The sureform 60 black reload has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated and confirmed the customer reported complaint. The reload was returned with a sureform 60 stapler bearing. The reload was found to have dislodged staples. Two staples were found sticking out of the pocket near the proximal end of the reload. Additionally, a comprehensive examination of the reload was carried out uncovering no further issues.